Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: date: (B)(6) 2023. Pt ID: (B)(6). Procedure: breast implant removal, bilateral; mastopexy anchor; scar revision, c-section. Other complication: suture: pds other relevant pt history (htn, diabetes, smoker, previous mrsa or staph inf.): hypothyroidism age: 50 gender: f weight: 138 height (in): 5'3 pre-op cleansing procedure: shower with hibiclens preexisting inf. Signs/symp: no surgical approach: open tissue in which suture was used: breast skin pre-op tissue condition: normal suture deficiency noted by surgeon during procedure(s): no peri-operative abx: yes, 30" prior to incision, po x 5 days postop onset date/time inf.: 4/47/2023. Drainage type/amount: n. Inf. Signs/symp: red/tender suture coming through healed incision. Cultures performed? (Add details, if yes- need lab record): n. Other details: suture removed and skin healed appropriately. Topical wound care only: polysporin/telfa/ointment. Po antibiotics: no. Return to or (y or n): n. Current status: incision healed. Corrected h6 health effect codes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a plastic surgery on an unknown date and suture was used. Two weeks post op the patient developed an infection at the suture site. The sutures were then removed. Additional information was requested.